Event description:
Boston scientific received information that the right ventricular (rv) lead and right atrial (ra) leads were explanted due to insulation abrasion and lead fracture. Both leads were successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.